Manufacturer narrative:
This complaint cannot be classified as we did not receive a sample. We neither got the sample nor more detailed information concerning this complaint. We just got informed that during removal process of the catheter it was ""noted that there was a clot adhered to the end of the line which was preventing it from coming through the skin. The line did not break."" Surgical intervention was necessary to remove the line. In the product's IFU thrombosis is mentioned as a possible complication. There are different reasons which might led to a thrombus formation as a result of fibrins adhering to the surface of the catheter tube. - allergic patient reaction to latex if latex gloves (even unpowdered ones, as used in this hospital) are worn during insertion. - allergic patient reaction to pur (in very rare occasions). - poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. - the presence of hospital bacteria (on the catheter tip). In case of recurrence the catheter tip should be examined in the laboratory. We have not received any information about how long the catheter was placed, what medication was given through the catheter and possibly even blood was aspirated through the catheter. Without the sample no further analysis is possible. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. We have one more complaint for batch 070720go but this is the very first complaint regarding problems during catheter removal on code 1261.208. No further corrective action initiated by quality management due to the missing sample, no root cause analysis can be made.

Event description:
Catheter got stuck during removal and required an operation to remove it. During the removal, it was noted that there was a clot adhered to the end of the line which was preventing it from coming through the skin. The line did not break.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter got stuck during removal and required an operation to remove it. During the removal, it was noted that there was a clot adhered to the end of the line which was preventing it from coming through the skin. The line did not break.